Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
"According to the hospital: during the ecc procedure, the one-way valve in the suction line (line 14 in the technical drawing) becomes leaking to the point of imposing its replacement." (B)(4).

Event description:
Ref.: (B)(4). , customer ref.: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The sample has not been returned to maquet for investigation in the laboratory. The device was disposed at the hospital. However, there is a picture related to the complaint. The investigation of the received picture showed that the leakage of the suction valve. Sap trend search was performed (product group 31000 cts, failure codes 1008 component-leakage, 0114 other tube set components-leakage) which came to following results: 4 additional complaints were recorded which appears reported issues are the same since the last 12 months. Two complaints are in status 'not confirmed'. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,21%, which is below than 1%. Due to this information no systemic issue could be determined. There were no more detailed information and no detailed picture about the complaint and the sample was not returned to manufacturer for investigation. The provided information with the complaint wasn¿t enough to determine the exact root cause. Device history record was reviewed. No abnormality was found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.